Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that during the check up for tube position after the airway was established, in control of electrode part, all crosses were red whereas the tube was correctly positioned and cables wired; the patient interface and return electrodes on patient breast, too. A second tube was used but, the issue was not resolved. Then, took a third tube with a different lot number and finally, all the crosses became green. They lost time but there was no patient impact and the case was completed. The issue repeated all week when tube in the same lot number was used; even with the same mainframe and different medical staff.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that they have not received information from the mainframe after having placed the tube in the patient's throat during the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that there was a residue consistent with biological contaminants on both devices. The drawing requires each circuit to be less than 20 ohms and contain no short circuit between poles. The actual readings for 1 sample were; red 12 ohms, red with band 11, blue 12 ohms, and blue with band 13 ohms. The actual readings for the other sample were; red 16 ohms, red with band 14, blue 12 ohms, and blue with band 11 ohms. There were no short circuits or out of specification condition identified with either tube. Visually, the flex circuits on both tubes were bent and creased. The green and red/white subdermal needle assembly shall exhibit continuity from needle top to connecting pin with resistance being less than 2.5 ohms. The resistance measured between 0.7 and 0.8 ohms indicating an in-specification condition. If information is provided in the future, a supplemental report will be issued.